Event description:
Blood glucose measured 177, 299, and 43 mg/dl when all three tests were performed back to back within several minutes of each other. It was reported no actions were taken and no treatment was received as a result. A request was amde for the return of the suspect product and replacement product was sent.